Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 97754 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 977a260 lot# serial# (B)(4) implanted: 2017 (B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: 2017 (B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: 2017 (B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: 2017 (B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that the patient did not get relief from any of the programs and the patient reported that they were electing to have the device completely explanted. It was reported that there was no word on when that would occur. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that the patient was going to try other programs and was going to report back in early (B)(6) at a physician appointment. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260. Serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. It was reported that patient stated that his left foot was swelling up. There were no known environmental/external/patient factors that may have led or contributed to the issue. Patient stated that he had not gotten any relief from the stimulator in his back or right leg. He only felt tingling in left foot. Patient was given evolve settings but he said that he did not like how he had to charge his battery every day. Patient felt tingling near his shoulder blade and middle of his upper back when right lead was turned on. Went up and down right lead. Gave patient evolve setting to try but he did not like it. Patient's weight was asked but unknown. Additional information was received from the manufacturer representative on (B)(6). It was reported that the patient was redirected to follow-up with their physician. The patient was scheduled for reprogramming. It was also reported that the physician was aware of the patient not getting relief in the area where he has pain. No additional complications were reported/ anticipated. Additional information received from the manufacturer representative reported that the patient was not getting relief from stimulation any longer even after attempting usage of multiple high density programs. The patient was going to be seen for reprogramming on (B)(6) 2017. Further information received from the representative on (B)(6) 2017 reported that the patient was not getting relief from the high density programming option that were added and the healthcare provider took x-rays. The images were reviewed and showed lead migration of the right lead out of the epidural space. The left lead was still showing in the epidural space with the tip at t9. All prior programming was deleted and using only the left lead the patient had good coverage of all painful areas with group a. Groups b and c were programmed at the t9-10 disc space with a pulse width 90 and rate 1000 as the patient was successful with these settings during the trial using the evolve workflow. The patient was going to try group a first and if that did not work they would change to high density options b or c. The patient was also going to try using the system 24/7 except when driving per the healthcare provider¿s instructions.